Manufacturer narrative:
Concomitant products: product ID 37081, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Event description:
The patient indicated that they turned the device off about one month ago. This was because the patient was taking medication and did not need to use therapy at that time. Impedance measurements were taken. There was a vibration/buzzing in their feet, this was considered sudden. The event date was (B)(6) 2015. The patient was on medications to help with the nerve ending in their feet where the implantable neurostimulator (ins) was supposed to be helping. They had not used the ins in a long time but had put the ins on recently. The ins was not turning off when they used the patient programmer to turn down the stimulation. The patient turned it off and was still feeling the buzzing stimulation in their feet. The patient was feeling a shocking sensation when the device was turned off. They felt shocking in the leg, knee, and near pocket site. Impedances were ran and all values were normal. The 889/1100 ohms tested at 0.7v, the battery voltage was 3.01v. The patient experienced the symptoms when the ins was off. This lasted from (B)(6). The patient received physical therapy in the stimulator area about three weeks ago for a pinched nerve. The potential for a migration of the system if the patient massaged too aggressively in the area was reviewed. Technical services reviewed the current shocking could be attributed to the pinched nerve. The stimulation was decreased to 0v instead of turning the device off. The patient had turned the system down and was still having shocking. It was advised that the patient follow-up with the health care professional (hcp) as the patient's system seems to be working but underlying medical conditions should be evaluated. The event date was (B)(6) 2015. It was stated that the patient had good therapy and coverage when the stimulation was on. Other relevant medical history includes spinal pain and failed back surgery syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.